Manufacturer narrative:
The device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. The investigation is inconclusive for the reported leak issue, as the device was not returned for evaluation. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2018).

Event description:
It was reported approximately four years post port placement, the catheter allegedly had a leak. Reportedly the patient experienced pain and the port was removed. Current status of patient is unknown.